Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was having issues with the sensor glucose readings being different from the blood glucose readings. The customer also reported that the threshold suspend feature of the insulin pump was not activating when it should. The customer reported that she received a low sensor glucose reading when her blood glucose was 260 mg/dl. The customer performed troubleshooting. The customer did not return the product for analysis.